Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient's implantable cardioverter had exhibited incorrect interpretation of atrial fibrillation with rapid ventricular rate episodes resulting in inappropriate antitachycardia pacing (atp). Corrective programming changes were made. The patient was stable throughout and no additional symptoms were reported.